Manufacturer narrative:
On 07/17/2015 we received the information about pathogen, previously not included into the closure file of the case: staph. Epidermidis. On the same date, we re-opened the case, added the information about the pathogen and finally closed the case.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 07/14/2015: lot 141425: (B)(4) items manufactured and released on 05/06/2014. No anomalies found related to the event. To date, (B)(4) items of the lot have already been sold without any similar reported issue. On 06/24/2015 it was verified that this is the first event on the lot and reference involved in the complaint. No other events are registered on the same sterilization lots of the piece involved. On 07/15/2015 (B)(4) visually inspected the retrieved liner with the following comment: the liner is perfect in shape and surface. Nothing to be underlined. On july 17 the case was closed with the preparation of a final report with the information reported here above; due to lack of information it is impossible to establish a certain root cause that caused the infection. There is no indication the devices caused or contributed to the event. The final report was sent to the initial reporter on the same date.